Manufacturer narrative:
Fractured portion of sheath was inspected under magnification, and cutting was observed which may have been created due to contact with a sharp edge. Also extension of the resin was observed which may have been created due to tensile force. The manufacturing process was reviewed and it was determined that a fracture such as that observed is not possible to occur as a result of the manufacturing process since no sharps are used during the manufacturing process. With using similar type of sheath product, sheath tip was cut, clamped with forceps, and pulled. It was confirmed that sheath was fractured in the same way as the returned product. The medical device involved in the reported event is sold only in (B)(6). Therefore, the information on the equivalent device to the complaint device that was cleared under k141070 is filled in section suspect medical device" in this report.

Event description:
On (B)(6) 2016 at the (B)(6) hospital in (B)(6) it was reported that when the medikit supersheath device from lot number 16g0737 was pulled out, it was found to be fractured.